Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the prograsp forceps instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the prograsp forceps instrument was found to have a broken wire. An unspecified fragment from the instrument fell inside the patient. An x-ray was performed to locate the fragment which was retrieved during the same surgical procedure. The procedure was delayed by greater than 30 minutes and completed robotically.